Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 6.8 mmol/l at the time of in incident. It was also reported that yesterday backlight was not working and customer was not able to see the screen very well but insulin pump was working ok. The customer will return insulin pump for analysis.

Manufacturer narrative:
During back light check, there was a portion of the el panel that was not lit due to damaged el panel. However, unit was received with all operating currents within specification and passed rewind test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label.